Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room then hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer's other blood glucose was 425 mg/dl,421 mg/dl,429 mg/dl. The customer did experienced the symptoms such as stomach upset. The customer was treated with insulin drip, insulin pump and syringe. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. Customer also reported that insulin pump was not working and customer was performing self test and displacement test both were passed. The insulin pump will not be returned for analysis.